Event description:
The issue occurred during preparation for use for a diagnostic fine-needle aspiration procedure. The device was inspected before use and the intended procedure was completed using the same set of equipment.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: h6 - component code (841 - imager not applicable). A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the investigation showed that there was no residual blood-in the balloon-line. Therefore, the customer's allegation could not be confirmed. However, based on the results of the investigation, olympus discovered the following events during the device inspection: air/water cylinder had foreign matter. Nozzle had foreign matter. It was not specified the reason why the foreign body had not already remained. However, it could be confirmed that the foreign body had not remained in the ducts at that time when it was assumed that the blood had been attached. A definitive root cause could be identified. The event can be detected and prevented by following the instructions for use: chapter 4 use inspection of insufflation/insufflation/balloon water delivery channels after pulling out the endoscope from the patient, perform the following channel inspection procedures to check for blood clogging in the insufflation/insufflation/balloon insufflation channel. Perform the following inspection procedures using an insufflation maj-1444. 1. Set the air supply pressure of the light source unit to "strong". 2. Prepare 500cm3(500ml) container with clean water. 3. Place the endoscope tip in clean water. 4. Block the hole of the insufflation water supply button and visually check that air bubbles continue to flow out from the insufflation/water supply nozzle for 10 seconds. Warning if air does not come out, the patient's body fluid may be stuck in the insufflation channel. Contact olympus. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the gastrovideoscope may have possible residual blood in the balloon canal. The issue occurred during an unknown event. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.